Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. It was confirmed by the customer that there was no audio sent from the monitor's speaker. Risk analysis - in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. Because this is only a visual warning, it is possible that the user would be unaware of an audible alarm failure. It is therefore, feasible that the user will be unaware of a pt alarm due to the loss of audible speaker function. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. According to the intellivue instructions for use manual (m8000-9001k) - when a technical alarm message "speaker malfunction" is displayed on the monitor screen, the user should contact the responsible service personnel to check the speaker and the connection to the speaker. An alternative bedside monitor speaker assembly was ordered for the customer as a replacement for the failed speaker. No add'l reports of speaker malfunction for this cited monitor have been noted. No adverse pt impact was reported. Consideration of this complaint and similar complaints does not support that there is a systemic problem or design or labeling issue. No further investigation or action is warranted.